Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an versacross access solution was selected use during a cardiac ablation procedure. Prior to the procedure, it was observed that the outer box was damaged (tear/holed). Once the outer box was opened in attempted to use the internal product, the internal package was also observed to be damaged. The lab staff noted that the damaged from outer box caused the damage to the inner pouch and the sterility of the device was compromised. Thus, the procedure was completed with an alternative device. No patient complications were reported. The device is expected to be returned for analysis.